Event description:
It was reported that during the procedure, a 2.0x15 mini trek rx balloon dilatation catheter (bdc) was advanced to a mildly calcified, concentric, 90% stenosed, de novo lesion in the non-tortuous proximal left anterior descending coronary artery, to perform dilatation. During the second inflation to 12 atmospheres, using an unspecified inflation device, the mini trek rx balloon ruptured after holding pressure for 20 seconds. The mini trek was withdrawn from the anatomy with resistance felt between the mini trek and the vessel/lesion. The procedure was successfully completed using a 2.5x15 non-abbott bdc and a 2.5x20 non-abbott stent delivery system. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide catheter: radiguide 6fbl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.